Event description:
Received medwatch form from rn, stating "while using the disposable clip applier the applier fired clips into the abdomen without attaching to the tissue appropriately. Md removed clips." The procedure was delayed.